Event description:
The patient had a target lesion in the mid left anterior descending (lad) that was a moderately calcified, thrombotic, 90% lesion. The lesion was pre-dilated with a balloon. Then a guide wire was inserted and a 3.5 x 23mm cypher stent was delivered to the target lesion. While inflating the balloon, at 12 atms, the physician found the contrast medium leakage from the tip of the balloon and, therefore, a balloon rupture was observed. Post-dilation was conducted with the balloon that was used for pre-dilation. The stent was deployed safely. The procedure was successfully finished. After the procedure, the stent delivery system (sds) balloon was flushed, but there was no abnormality observed visually. There was no reported patient injury.

Manufacturer narrative:
The product is expected to be returned for additional testing. Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.